Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the condition was the result of a timing anomaly internal to the l320 pacing/sensing integrated circuit.

Event description:
It was reported that there was premature battery depletion. The device was removed and another was replaced. No patient complications have been reported as a result of this event.